Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was noted that there was a dust particle or hair observed inside the sealed pack. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). A picture was received to ethicon inc for evaluation. Visual analysis was performed on one picture received and it was observed one sealed box with a foreign matter that appears to be a hair between film and the box. The product code is sxpp1b450. Based on the information currently available, the foreign matter was identified during the investigation of the picture received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: please provide procedure name and date. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. How was procedure successfully completed? Answer. The below questions were not applicable for this scenario. The complaint is towards packing quality issue at dealer level, before selling to hospital. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - 2360 g /m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/28/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: a picture was received to for evaluation. Visual analysis was performed to one picture received and it was observed one sealed box with a foreign matter that appears to be a hair between film and the box. The product code is sxpp1b450. Based on the information currently available, the foreign matter was identified during the investigation of the picture received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: one sealed box of product code sxpp1b450 was returned to ethicon inc for analysis. Upon initial inspection of the sealed box, a foreign matter (hair) was observed between the film and the box. Based on the information currently available, the foreign matter was identified during the investigation of the samples received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.